Manufacturer narrative:
Device was manufactured from october 20, 2016 to october 21, 2016. The device was received for sample evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow test was performed. The flow rates were found to be within the product specification. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that no flow was observed in a small volume infusor ¿due to air rock¿. This was observed during patient infusion. There was no patient injury or medical intervention associated with this event. No additional information was available.